Event description:
A retrospective review of file was performed on june 26, 2006. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. It was reported that pt underwent total hip arthroplasty in 2006. During procedure, acetabular cup would not release from inserter instrumentation and screw assembly came apart. Alternate implant and instrument were then used to complete the procedure.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.evaluation of returned device determined failure of internal universal joint resulted in malfunction.